Event description:
During a da vinci s surgical procedure, arcing was observed to have come from the monopolar curved scissors instrument with tip cover accessory attached. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
Conclusions - the tip cover accessory was returned and evaluated. Engineering found evidence of arcing. The tip cover was returned with a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is oblong, roughly .030" x .020, located .200" above the silicone to sleeve interface. In addition, a mechanical tear was found bisecting one side of the hole.